Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified primary audible alarm post. During functional testing using multiple occlusion and flow tests the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump exhibited a primary audible alarm error. No patient injury was reported.